Event description:
It is reported that when the nurse opened the sterile package the distal centralizer was not in package.

Manufacturer narrative:
This report will be amended when our investigation is complete.